Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly, contact could not provide details on how the event was resolved and customer was unavailable for troubleshooting.